Event description:
It was reported that there was a suspected device issue since no pacing spikes were seen when the patient's heart rate was about 40 beats per minute. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.